Event description:
When they removed the pt from the heart lung by-pass, they started to use iabp in the ECG trigger. The unit would not trigger on ECG so they switched to pressure trigger. The unit then pumped erratically. The pt was placed back on by-pass until another unit was available. No pt injury was reported.